Event description:
Patient was implanted with variable angle condylar plate construct on an unknown date approximately 2 to 3 months prior to the initial report of this incident. Reportedly the patient fell post-operatively on an unknown date and suffered a broken femur. Patient complained of pain, region of pain was unspecified. X-rays taken on an unknown date revealed a non-union of the right distal femur fracture and also revealed the plate had ripped out of the distal segment following the fall. The surgeon initially scheduled the removal of hardware on (B)(6) 2012 but it was rescheduled for (B)(6) 2012. The surgeon removed the 8 hole variable angle condylar plate, four 4.5mm cortex screws, and three 5.0mm variable angle locking screws. The surgeon revised the patient to a 6 hole lcp condylar plate and screw construct. The hardware is unavailable for return. The patient kept the removed hardware. This is report 10 of 10 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.